Event description:
It was reported that during npwt utilizing a pico, although the tube connector was dislodged from the pump when the patient was sleeping and the leak lamp did not illuminate.

Manufacturer narrative:
The associated complaint device was not retuned for evaluation. Please see attached file for the results of our investigation.